Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2016, the lay user/patient contacted lifescan (lfs) alleging that her onetouch ultramini meter read inaccurately high when testing with control solution. The complaint was classified based on customer care advocate (cca) documentation. The patient reported that the meter issue occurred on (B)(6) 2016. The patient manages her diabetes with a combination of medications and decreased her food or drink intake as required throughout the week. The patient reported that 20 minutes after the issue occurred, she developed symptoms of shaky and dizziness which she associated with a hypoglycemic event, however denied receiving any treatment. During troubleshooting the cca noted that the correct control solution was being used and that the meter was set to the correct unit of measure. The control solution and test strips had not expired. Replacement products were sent to the patient this complaint is being reported as the patient suffered a symptom suggestive of a serious hypoglycemic event after the alleged issue occurred.